Manufacturer narrative:
(B)(4). Batch # 442a62. (B)(4). Additional information was requested, and the following was obtained: could you please provide more details for "no staples were formed"? Surgeon mentioned when he removed the stapler after firing, he realized the staples were not fully formed. Did the device staple? As mentioned by surgeon, he said the handle did close down and he believed the stapler is fired. Was the staple line complete? Pertaining to this question, what do you mean by staple line complete? Staples were not fully formed, so I believed staple line is not completed. Were there any staples missing from the staple line? Yes, I believed there were some staples missing as staple line was not fully formed what was the shape of the staples (b-formation, irregular, legs straight)? Incompleted b-shape. Did the device cut? According to the surgeon, the device did cut. Was the cut line fully circumferential around the target tissue? If the device fully cut, were both tissue donuts present? If the device fully cut, were both donuts complete? Per photographic evaluation: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows an anvil with an attached washer inside of a plastic bag. Also, the anvil appears to be not properly cut with nicks. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh33a device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a lap anterior resection: first cdh29a was fired by the mo, and hcp mentioned that the stapler cut through the donut but no staples were formed. Anastomosis was re-done and second cdh29a was requested by hcp again and this time fired by senior reg / ac. Everything went fine. Hcp mentioned the mo probably didn't fired through the washer. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 03/07/2022. H11: corrected data = h10 device analysis (product code in the device analysis updated to cdh29a instead of cdh33a). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there was no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.